Event description:
Adenoid tip came off during the case and burned the mouth of the pt.

Manufacturer narrative:
The sales rep retained the device but has not yet returned it to peak surgical. The investigation will be conducted upon receipt of the device. According to the physician, the burn occurred during an adenoidectomy at the right oral commissure. It was determined that the adenoid tip came off the handpiece shaft exposing the metal-shaft connection. Due to the size of the pt, this junction was in direct contact with the oral commissure during this portion of the procedure. The physician could not recall the connection/fit of the adenoid tip to the handpiece shaft had been checked prior to use. The burn was described as a "minor, 1st degree burn" that was "red". It was treated with antibiotic ointment and the physician felt it would heal without further treatment. The pt was evaluated in clinic seven days after surgery and the burn was noted to be "well healed".